Event description:
Related manufacturer reference number: 2017865-2022-01659. It was reported that during implant a guidewire would not pass in the left ventricular (lv) lead. The physician elected to replace the lv lead and had the same issue. The procedure was completed without replacing the lv lead. The patient condition was stable.

Manufacturer narrative:
The reported event of ¿guide wire will not pass the leads smoothly¿ was confirmed. A complete lead was returned in one piece. Guidewire insertion test found obstruction at the proximal portion of the lead. Electrical, mechanical, and visual analysis found no anomalies.